Event description:
On (B) (6) 2007, the physician opened the pocket to evaluate the lead. Blood was found at the is-1 connection. The lead was cleaned and impedance measurements were normal. The lead remains implanted.